Event description:
In 1999, a pt rec'd an I-125 seed implant of 109 seeds. Pt contacted medical affairs department on 21 june 2000, saying that since the implant, pt has experienced burning with urination and impotence. When asked for the physician's name, pt did not want to give that info. No further info is available.